Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded descrepant false positive result on a patient. There was no patient information, nor details surrounding the event. The customer did not present any results. There was no patient information, final diagnosis, nor details surrounding the event at the time of this report. Test/collection times were not provided. There were multiple requests for information but to no avail. The customer stated that the I-stat generated a positive result on a patient in the ER. A retest on the core lab was negative. The patient's final diagnosis was not provided. There is no evidence the patient suffered an mi. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. There is no evidence the patient suffered an mi. The investigation is underway. Per I-stat system manual: art: 715595-00v, reportable range: 0.00 - 50.00, reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results), reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 20-mar-2025. A review of the device history records confirmed the cartridge lots met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. An (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lots s24262 and s24271.